Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. Insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and belt clip slot.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during bolus. Found that the insulin pump has returned a motor error alarm four times within the past 30 days. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.